Event description:
Independent repair center customer alleged unit is alarming or red light. Noted in the doc the compressor was loud and shaken. The compressor flapper was also broken and blocking air way, but was replaced.